Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported "breast implants making me terrible ill, these allergan smooth implants have yet to be recalled but should be. I have so many symptoms". This is for right side record. Device was explanted. Later, patient called to report a right side rupture, and capsular contracture baker grade unknown, plus scar tissue and pain.